Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ hypodermic syringe luer lok¿ had foreign matter particles inside the barrel. Found during use. No serious injuries or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples neither pictures have been received for investigation. DHR of lot 1710010 is reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of lot 1710010 are evaluated. Upon visual inspection of these samples no damage or molding defect can be observed in any of them. Upon inspection at 10x, no foreign matter can be observed inside any of these ten samples. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since no foreign matter has been found in the ten retained samples evaluated and no incidence related happened during manufacturing process, the alleged defect cannot be confirmed. Visual inspection. Molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection. Printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: since no foreign matter has been found in the ten retained samples evaluated and no incidence related happened during manufacturing process, the alleged defect cannot be confirmed and the root cause cannot be determined.